Manufacturer narrative:
Investigation details: the testing was completed for both not cauterizing and hub separation complaints. The device is to specifications for cauterizing complaint, therefore, the complaint for not cauterizing is not confirmed. However, it was observed that the hub end of the bisector had separated from the shaft of the device. The complaint for hub separation is confirmed.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, the device would not cauterize. While ligating, it was observed with the camera that the hub had separated from the shaft and it made it difficult for the blade to come out. The pa completed the case by pushing the hub into the shaft and cutting a few branches, pulling the unit out and pushing the hub back down again. No patient complications have been reported. This report is filed, because "device is not cauterizing" is a reportable malfunction.